Event description:
A surgeon reported that a pt had an intraocular lens (iol) exchange due to unexpected post refraction. The pt is seeing well now. The relationship of the reported events with the intraocular lens is not known. Additional info has been sought.